Event description:
Infusion started but would not infuse until device removed from tubing.====================== manufacturer response for chemo infusion, equashield (per site reporter)======================